Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was being explanted and replaced due to normal elective replacement indicator (eri). During the procedure, the physician was unable to loosen the setscrew in the pace/sense path. The screwdriver did not fit in the screw "like it normally does." The physician removed the silicon seal, used another screwdriver, and was able to loosen the screw. The device was explanted and replaced. No patient complications have been reported as a result of this event.